Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed no delivery and rejected new battery. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No failed battery alarm noted. No excessive no delivery alarm noted during the testing.